Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, fever and cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with vancomycin injection (1g, start dose, intraperitoneal), imipenem (1g, once a day, intraperitoneal, duration not reported) and amikacin (100mg, once a day, intraperitoneal, duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported the cause of the peritonitis event was due to leakage at the exit site. The patient was hospitalized for 4 days. The patient was recovered from the event. As it was reported the cause of the peritonitis was due to leakage at the exit site, baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.